Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure or bent cannula reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose rose to 295 mg/dl while wearing the pod for between 25 and 36 hours. When removed from the infusion site, the pod's cannula was found bent and the needle did not retract. As treatment, multiple daily injections (mdi) were administered and a new pod was applied.